Manufacturer narrative:
Type of reportable event: malfunction. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm micl13.2 implantable collamer lens, -13.0 diopter, into the patient's left (os) eye on (B)(6) 2019. The surgeon reports vaulting at 300%, elevated iop, and high risk of angle closure. Lens remains implanted. No additional information has been received.